Event description:
A (B)(6) male pt contacted zoll customer support to report a code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the belt failed incoming testing. Upon eval, there was a short inside the trunk cable. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the short inside the trunk cable. The root cause of the shorted wire cannot be positively identified. No adverse event resulted from the shorted wire. The pt received a replacement electrode belt.